Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer stated that the basal history did not match the active basal program.this issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: on investigation, the basal history appeared to be inaccurate due to a replace cartridge alarm on (B)(6) 2017 at 13:24 followed by power on reset. The pump was powered back on at 16:54 and then the time was manually changed to 18:40 and deliveries resumed (B)(6) 2017. An unexplained power on reset occurred at 18:59; deliveries resumed at 19:06. The pump history showed that the pump was running on the incorrect year of 2018 from 02-16 to 03-02. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. Investigation did not duplicate the complaint. (B)(4).